Manufacturer narrative:
A ge service rep performed an onsite investigation. The cable between the monitor and the c-arm was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the cable between the c-arm and the monitor cart had a partial disconnection. No pt injury was reported.